Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. Device evaluation: the explanted pump was returned for evaluation. Upon disassembly of the pump, two thrombus formations were found surrounding the inlet bearing cup and ball, obstructing approximately 25-30 percent of the blood flow path. The two thrombi appeared similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings were partially denatured and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, a small, loosely seated tissue-like deposition was found situated adjacent to the outlet bearing ball. The deposition did not show any evidence of denaturation; however, the contact marks present on the outlet bearing cup indicate that it was present while the pump was operating. The deposition was not adhered to the blood-contacting surfaces and lacked lamination, indicating that it did not initially form in the outlet stator. Although the origin of the deposition could not be conclusively determined, its color and structure were similar to that of the non-denatured portion of the laminated thrombus found on the inlet bearing cup, suggesting that it may have originated in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombi and deposition or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination an electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent exhibited evidence of possible pump thrombosis. A pump was exchange was performed on (B)(6) 2016. No additional information was provided.